Manufacturer narrative:
The field service engineer (fse) checked the instrument panels, back side and diluter, but no leaks were observed. The fse observed the liquid remains on table and confirmed it was clenz (cleaner). The field service engineer (fse) replaced tubing for the aspiration needle and changed the non-return valve for probe wash lines. The fse restarted the instrument, and verified the instrument performance. There was no further report of leaks. The root cause is unknown as the fse could not observe any instrument leak. (B)(4).

Event description:
A customer reported to beckman coulter inc (bec) that there was a cleaner (coulter clenz) leak underneath coulter lh750 hematology analyzer, but could not locate the source of the leak. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There were no patient results affected by the leak, and there was no death, injury or change to patient treatment.